Event description:
Six weeks following implant of an evoke spinal cord stimulation (scs) system, the patient reported pain at the implant site, extending into the iliac region. The patient had turned off their scs for two weeks and reported that with the device off, the new pain is better but not resolved and pre-therapy pain returned. On (B)(6) 2023 the system was explanted with no patient complications reported.